Manufacturer narrative:
This is 3/4 mdrs due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the microcatheter was returned with a stent deployed within the lumen at the proximal end. The microcatheter was cut in order to remove the stent. There was an unknown material (possibly some sort of tubing like polytetrafluoroethylene ptfe) present on the stent. During functional inspection, the microcatheter shaft could be flushed. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. A 0.0158" patency mandrel was able to be completely advanced through the microcatheter, resistance was noted at the proximal end. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on analysis of the returned device. The device failed to meet specification when returned for analysis. It was reported that ¿an attempt was made to insert the stent under the radial approach. However, the stent got stuck within the subject microcatheter. The stent was removed with the entire microcatheter. Then another one of the stent was inserted into the other one of the sl-10; however, the same issue occurred. Again, the stent was removed with the entire microcatheter, and both devices were replaced with new ones, then changed to femoral approach, then the procedure was successfully completed¿. Additional information provided indicated flush was given when the product was taken out from the dispenser hoop, friction/resistance was noted in the shaft of the microcatheter, and it was unknown if an introducer was used when inserting another device into this product or inserting this product into another device. Analysis of the returned device found the microcatheter was returned with a stent deployed within the lumen at the proximal end. The microcatheter was cut in order to remove the stent. There was an unknown material (most likely ptfe) present on the stent. Based on the available information and the analysis of the returned device, it is probable that the event may have resulted from procedural factors during the procedure as the anatomy was severely tortuous. The as reported ¿catheter shaft friction¿ and as analyzed ¿catheter shaft friction¿ and ¿catheter ptfe inner lining peeling¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
The subject catheter was returned for analysis and the device investigation revealed that the subject catheter ptfe polytetrafluoroethylene inner lining was peeled. There were no clinical consequences to the patient reported as a result of this event.